Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The on/standby switch and central processing unit/power control board were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a system reset error preventing mechanical ventilation during power up. There was no report of patient involvement.